Event description:
It was reported that during a rectum procedure, the instrument could only be fired with application of excessive force. A strange noise was heard while firing, did not function at all. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Damaged release button. Evaluation summary: the analysis results showed that the instrument was received in good visual conditions and with the original cartridge loaded in the instrument. The cartridge was received loaded with staples, with the washer uncut and with the knife position recess below cartridge deck. In addition, the device was noted to have the release button damaged. The device was tested for functionality with the returned cartridge and it locked, fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the release button was noted to be broken. While no conclusion could be reached as to how the release button got broken, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.